Event description:
Patient reported experiencing elevated blood glucose (value not provided). She indicated that she believed the elevated blood glucose was associated with the recall of the infusion set. Patient indicated that she had not noticed any physical damage or experienced any insulin leakage at the luer lock connection. She did not report any symptoms related to the elevated blood glucose level. No medical assistance was reported. Product was not available to be returned for evaluation.

Manufacturer narrative:
Product not returned for evaluation.